Event description:
This event was found during a review of medical records received on 12/09/2014. The records indicate that peritoneal cultures were requested for a report of cloudy effluent. The pt was prescribed a fourteen day course of intraperitoneal antibiotics.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Clinical investigation: based on the medical records info it appears that on (B)(6) 2013, this pt had a peritoneal dialysis culture obtained for cloudy effluent. Pt was placed on a 14 day course of intra-peritoneal antibiotics. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile filed. There is no documentation in the medical record that indicates diagnosis of peritonitis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the cloudy effluent. A supplemental report will be submitted upon completion of the plant's investigation.